Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was achieved using a proglide with a 6fr sheath, after a coronary interventional procedure. Reportedly, following placement of the device, in the level of the epigastic region, below the pelvic rim, the patient experienced loss of pulses. The physician accessed the left common femoral artery with the counter lateral approach to open the right common femoral artery via a 6x40 balloon. This was a high stick as it was reported the stick was below the pelvic rim in the level of the epigastric. Although, there was a clinically significant delay in the procedure, no adverse patient sequelae was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Device placement should be noted that per the instructions for use (IFU) do not use the perclose proglide if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks. Per the proglide instructions for use, the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Patients with access sites above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks.